Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it state 6. Flushing of the drainage tube if the drainage tube becomes obstructed with fecal matter, flush the tube by filling a syringe with tap water, attaching the syringe to the purple ¿flush¿ port, and depressing the plunger. Make sure the flush port remains parallel to the catheter in order to prevent kinking in the tubing and blockage of the injected water. This is used to maintain an unobstructed flow of stool into the collection bag (figure 8). If repeated flushing with water does not return the flow of stool through the catheter, the device should be inspected to determine if there is an external obstruction (i.e. Pressure from a body part or piece of equipment). If no source of obstruction of the device is detected, use of the device should be discontinued. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bard rectal tube malfunction: two of them the irrigation port broke and stool leaked everywhere. The last one actually had a small tear where the tubing comes out of the rectum, along the seam resulting in leakage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bard rectal tube malfunction: two of them the irrigation port broke and stool leaked everywhere. The last one actually had a small tear where the tubing comes out of the rectum, along the seam resulting in leakage.